Manufacturer narrative:
As reported, the ventralex st mesh was found to have a tear when dispensed to the field. The sample was discarded by the user facility. Based on the information provided and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 400 units. Note, the date of event (B)(6) 2025) is considered to be a best estimate based on the date of awareness. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during surgery a ventralex st mesh was found to have a tear when dispensed to the field. The outer packaging was intact with no noted damage. The mesh was discarded; a new one was used to complete the case. There was no patient injury.